Event description:
It was reported that a pt underwent a sling procedure, and a posterior and anterior pelvic floor repair procedure on an unk date. The pt had excessive bleeding of 250ml from the surgery, which required vaginal packing for a few days. The pt also still had leakage. The surgeon told the pt "it would get better and the bleeding was from the anterior or whatever he did to tighten the pt up while he put the sling in". On an unk date, the pt felt something in the vagina area and was given estrogen cream. After another couple weeks, the pt was still leaking and the surgeon could see that the tape was exposed in the vagina. The area hurt every time the surgeon touched it and with sitting. In 2007, the pt underwent an in-office clipping off the exposed tape. After a few more weeks and still more pain, the pt underwent a procedure to have the sling removed beneath the urethra and to close the mucosa and a "preyfix bladder neck suspension" was performed. The preyfix was placed and with in two months, it also was showing erosion beneath the urethra. The pt underwent another in office procedure to trim away any of the exposed mesh from the vagina. The pt continues to feel the mesh when she sits, and is still leaking just as she did before any surgery. The surgeon recommended that the pt have the burch bladder neck suspension and a repair of a small cystocele. The pt is in pain and has had bleeding from the mesh poking in the vaginal area.

Manufacturer narrative:
Date sent to the FDA: 09/29/2009. Mesh exposure occurred - cystocele. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.